Event description:
Medtronic received information regarding an adjustable valve. It was reported that on (B)(6) 2025, the valve was found to be at a setting different than what it was set in 2024. There were changes in mental status and nph (normal pressure hydrocephalus) symptoms. It was believed that an apple watch may have caused problems. The patient was never told of the risks. It was not clear that the health care providers or manufacturer was fully aware of the apple watch and the effect on their valves. It was also needed to assess whether the rechargeable hearing aid was affecting the valve setting. The patient had to get another CT scan less than a month after the previous one.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.